Manufacturer narrative:
Overheating of device components may lead to serious injury if electrical insulation is compromised or if heat is transferred to the patient or user which may result in a burn to the patient or user. Burns may necessitate medical intervention to treat or alleviate the condition. This event is considered reportable pursuant to 21 c.f.r. 803.

Event description:
It was reported that the device is heating up.